Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. The reporter stated that there was a crack and scratches on the pump display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/11/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/25/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, deep scratches that obstructed the view of the display screen were observed. The display screen also appeared dim, discolored, and difficult to read. When replaced with a test display, the screen functioned properly. Unrelated to the complaint, the pump keypad symbols were worn off.

Manufacturer narrative:
Follow-up # 2: date of submission 10/11/2013. Device evaluation: additional information from product analysis: unrelated to the display issue, evaluation revealed a cracked battery compartment. There was no evidence of moisture found in the battery compartment.